Event description:
It was reported that the arctic sun device had a failed mixing pump and the biomed would like to send the device in for 2000 hour preventive maintenance. Per sample evaluation results received on 10/05/2021, the isolation circuit was pulled forward and no longer seated in the card cage. Upon removing the circuit card from the cage, it was discovered that both patient temperature 1 (pt1), patient temperature 2 (pt2), and the echo output channel lemo solder connections to the circuit card were broken free and the echo channel was missing the lemo retaining ring. The chiller outlet l tube and the double bend tube from the tank to the manifold had both expanded.

Manufacturer narrative:
The reported issue was unconfirmed as the issue was unable to be duplicated. DHR review was not required as the reported issue was unconfirmed. As the reported event was unconfirmed, labeling review was not required. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a failed mixing pump and the biomed would like to send the device in for 2000 hour preventive maintenance.